Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the equipment occluded and overheated. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The handpiece was not made available for the evaluation. The vacuum/irrigation sensor-calibration and occlusion tests were within calibration. The company representative performed a preventative maintenance (pm) on the system. The system was tested and found to meet product specifications. With no additional, related information provided, the customers reported ¿occlusion and high temperature¿ were not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).